Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -13.5/3.5/082 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.